Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 175 mg/dl. The customer declined further troubleshooting with tandem technical support regarding this issue.